Event description:
An endurant stent graft system was implanted for the endovascular treatment of distal type I endoleak. It was reported that a distal type I endoleak was seen coming from the endurant limb on left side. The physician planned to coil embolism the left internal iliac artery and extend a graft into the left external iliac. The patient had extreme tortuosity and when the physician tried to deploy the endurant extension, the graft cover retracted but the graft stayed within the graft cover and would not deploy. After retracting roughly 4cm the physician decided to take the device out however, when the device was being removed from the patient the stent graft started to deploy so the physician had to move quickly to take out the amplatz extra stiff wire. Also, insertion and removal difficulties were also noted with the device. When the delivery system was removed from the patient, the graft cover had a severe kink. There was no damage to the packaging. The physician successfully complete the procedure by implanting three shorter grafts resolving the event. No additional clinical sequelae were reported and the patient is fine. The device was returned for evaluation. Upon inspection of the returned device, the stent graft was partially deployed, with 3 covered stents exposed. The external slider was 5.2 cm from the front grip, resulting in a 5.1 cm gap between the graft cover and tapered tip. Kinks were observed on the graft cover between each stent ring and between the stent graft and stent stop cup. In addition, there was a 4 mm gap between the end of the stent graft and the stent stop cup. The stent stop cup was deformed, likely due to application of a compressive force by the stent graft when deployment was attempted. Additional kinks were observed 17.1, 19.1, and 20.3mm from distal edge of the graft cover. An unknown residue was observed on the external slider. The rest of the device was unremarkable. A guidewire was inserted through the delivery system and then the stent graft was fully deployed without issue. The complaint was confirmed. The root cause of the event could not be conclusively determined; however, severe tortuosity most likely contributed.

Manufacturer narrative:
(B)(4). Evaluation, conclusion: (unknown cause of event).